Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was brief oversensing recorded as atrial tachycardia/atrial fibrillation (at/af) on the right atrial (ra) lead. It was further reported that high thresholds were noted on the ra lead. Small r-waves were noted on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.